Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the light on the remote home monitor was red for an unknown reason. Patient services discussed that the light may indicate information that was received from the patient's pacemaker and was not able to be transmitted to the clinic due to no sending wave. A successful transmission since been received. The patient was referred to their clinic to have the device checked. Additional follow-up was requested. No adverse patient effects were reported.